Manufacturer narrative:
The corrected data has been entered in h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, regarding dirt inside the lens, it is likely physical stress created a gap at the lens glue, allowing dirt to enter. Moisture invaded on the subject device from the leaking point, which corroded components inside the lg lens. Corrosion product may have left as dirt. Regarding the k-wire strand cut/frayed, it is likely the strand of k-wire got broken due to fatigue fracture from repeated operation of forceps elevator. Then the wire became frayed and raised due to repeated brushing around the elevator and attachment/detachment of the distal cover. A definitive root cause cannot be identified. ¿dirt inside lg lens this event can be detected by device handling in accordance with the following instructions for use (IFU) statement: ¿-IFU(operation manual) ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -IFU(reprocessing manual) be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ k-wire strand cut/frayed (raised) ¿-IFU(operation manual) inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ user can reduce occurrence of this event by properly reprocessing in accordance with the following IFU statement: ¿cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ user can reduce occurrence of this event by properly attaching the distal cover in accordance with the following IFU item: ¿preparation and inspection - attaching the distal cover¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that the evis lucera duodenovideoscope k-wire is damaged. The event occurred during preparation for use. During a standard service inspection of the customer returned device, inside of the lg lens dirt and k-wire cut off and fraying were observed. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, inside of the lg lens dirt and k-wire cut off and fraying were observed. In addition, gap at the adhesive part of the distal end, crease at the connecting tube, crease due to damage of the charged coupled device unit, and angulation in the up direction due to a worn of the angle wire were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.